Event description:
Caller reported that the insulin gauge displayed an amount different than expected, and the issue with the static fill estimate value was occurring as the pump was delivering insulin. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support that the issue arises from a large variance in measured pressures used to calculate the remaining insulin, and once the amount in the cartridge aligns with the static number, the fill estimate will resume normal function. Caller understood and acknowledged the explanation.